Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had scratches on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tubelip.